Event description:
It was reported that a paramedic's wrist was injured while loading a patient into the ambulance. The paramedic thought an obstacle was stuck in the powerload track and was trying to remove it when the powerload transfer unexpectedly moved down onto their wrist. A specialist confirmed the wrist was sprained, requiring a splint and ten days off work.